Manufacturer narrative:
The product code was reported as 511.801 in the initial report. It has been updated as 518.010. Common device name, device product code and catalog number have been accordingly to reflect the correction. (B)(4). The device manufacture date was reported as jan 9, 2002 in the initial report. It has been updated to unknown. The device manufacture date is currently unavailable. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low. Therefore, the reported condition was confirmed. It was determined that motor was weak, saw shaft was broken and rotor housing was old. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device did not run. It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.